Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
After 16 days of use the cuff would not inflate. There was no patient harm. The reporter was asked for additional information but could not provide any.

Manufacturer narrative:
(B)(4). One sample was received for evaluation, an inflation/deflation test was performed and it was observed after 4 minutes the cuff deflated, a visual inspection was conducted and it was noticed the inflation line tubing presents a cut. The failure mode inflation line leak was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.